Event description:
On (B)(6) 2023 this male peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance in bypassing to a fil. The patient stated they had gone to the hospital and was drained there. During follow-up with the patient and the peritoneal dialysis registered nurse (pdrn), it was documented that this patient was diagnosed with peritonitis. The patient was presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain. A pd effluent culture was obtained. The patient¿s white cell count was not elevated; however, the polymorphonuclear cell count was elevated (value not provided). The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with levaquin (route, dose, frequency and duration not provided) and intraperitoneal (ip) vancomycin 1.5g-2.0g based on the vanco trough (frequency not provided). The patient was released from the ER on the same day. The pd effluent culture was positive for staphylococcus warneri. The patient¿s last dose of antibiotics was (B)(6) 2023 with 2.0g vancomycin. The suspected cause of the peritonitis was touch contamination by the patient. There were no reported other issues with any fresenius device(s), drugs, or products related to this event. The patient continued pd therapy utilizing the liberty select cycler during recovery.